Manufacturer narrative:
This report was discovered to be a duplicate of pr 9809142 submitted as MDR number 1218950-2019-07696 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's loses test resistance when testing. There was no patient involvement.